Event description:
It was reported that upon opening the package, a foreign material like plastic piece was allegedly found on the needle tip. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to be clean and the device was returned fully primed. On further observation, a clear plastic residue was noted to the distal end of stylet. The functional testing was not performed, due to the nature of the complaint. On additional evaluation, skiving was noted on the returned needle protector. Therefore, the investigation is confirmed for the reported foreign material as a plastic residue was noted on the device and also the investigation is confirmed for the identified scratched material as skiving was noted on the needle protector. A definitive root cause for the reported foreign body issue and identified scratched material is determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D4: (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that upon opening the package, a foreign material like a plastic piece, was allegedly found on the needle tip. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that upon opening the package, a foreign material like plastic piece was allegedly found on the needle tip. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to be clean and the device was returned fully primed. On further observation, a clear plastic residue was noted to the distal end of stylet. The functional testing was not performed, due to the nature of the complaint. Therefore, the investigation is confirmed for the reported foreign material as a plastic residue was noted on the device. A definitive root cause for the reported foreign body issue is determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 05/2025), section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.